Manufacturer narrative:
The returned valve was patent. The valve met the requirements for valve flux, siphon, reflux, preimplantation, and pressure-flow testing. It did not meet the requirements for leak testing. The valve did not meet the requirements for leak testing due to tears/cuts on the casing of the delta chamber. It is unknown how or when this damage occurred. The IFU cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ proteinaceous debris was observed on the interior and exterior of the valve. The IFU cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patency check, the physician found that the reservoir leaked. The valve was replaced and there was no injury to the patient.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.